Event description:
Device appears to be oversensing (far field r-wave) on the atrial lead on presenting egm. Device appears to be undersensing on atrial lead on at/af episode #10 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).